Manufacturer narrative:
Voluntary medwatch form: mw5066604. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco® hypodermic needle-pro® safety needle was used in a routine childhood vaccination. The nurse successfully administered the injection and upon remove of the syringe/needle from the patient's leg, the metal needle separated from the hub. The nurse was able to retrieve the needle. No patient injury was reported.